Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted. Helix's extension and retraction turns within specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was checked and it failed to extend helix even though it exceeded the number to be permitted for rotation. The relevant lead was turned to be kept straight, and then pinch-on tools were removed and torque was released. But the situation did not improve. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.